Manufacturer narrative:
(B)(4).

Event description:
The customer reports the swg (spring wire guide) was kinked prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned one spring wire guide for investigation. The returned spring wire guide was examined with and without magnification. Visual examination revealed one kink towards the distal end. Microscopic examination was performed before decontamination, revealing biological material along the spring wire guide. Microscopic examination was performed again after decontamination. The coils appeared to be in normal condition as they were not offset or unraveled. The distal and proximal welds were present and appeared to be full and spherical. The spring wire guide had one kink at 347mm from the proximal end. The length and outer diameter of the guide wire were measured and were found to be within specification. A device history record review was performed and no relevant findings to suggest a manufacturing issue. The product IFU for this kit cautions the user during device insertion, "maintain firm grip on guidewire at all times. Keep sufficient guidewire length exposed for handling purposes. A non-controlled guidewire can lead to wire embolus." The reported complaint that the guide wire was kinked was confirmed through visual inspection of the returned sample. The returned guide wire had one kink toward the distal end. Dimensional inspection and a device history record review were performed and revealed no evidence to suggest a manufacturing related issue. The customer declared that the spring wire guide was kinked in the package; however, biological material was discovered across the surface. Based on this information and sample provided, the probable cause is undetermined as it is difficult to distinguish when the kink likely occurred. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports the swg (spring wire guide) was kinked prior to patient use.